Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon deflates and they tried two different ones from the same lot. There was no patient injury.

Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all samples passed 100% inspection. There was no sample returned for investigation. Therefore, investigation was conducted based on current production samples which are same type and same size with the complaint device. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the balloon deflates and they tried two different ones from the same lot. There was no patient injury.